Event description:
A 8 fr catheter inserted on ?. On 8/14/96, a chest x-ray revealed that a portion of the catheter was noted to be in the pt's right atrium and superior vena cava. This was removed percutaneously by an interventional radiologist. The proximal portion was removed surgically.